Event description:
It was reported that there was an insulation fault, probably heating defective. There is unknown patient involvement.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: date of event is unknown; no information has been provided to date. One device was received in good condition. Functional testing could not confirm/replicate the complaint. All measured electrical values are valid and within device specifications. The device is working as expected. No other problem found. Electrical safety and functional tests passed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.